Manufacturer narrative:
The device remained implanted. Review of the manufacturing documentation confirmed that the device met all requirements for release. Investigations of complaints with similar circumstances were reviewed; an increase in power may be due to pump thrombus/thrombosis; which is a known potential complication associated with all patients implanted with vads and is multifactorial in etiology. Device remained implanted.

Event description:
Approximately twenty-six and a half months after the implantation, the patient developed elevated power consumption and hematuria. An echocardiogram revealed no evidence of thrombus. The patient was treated with two doses of tpa (three days apart) with heparin in between the doses until the patient's inr was around 3.0.